Event description:
It was reported that during a hemorrhoid procedure, the device would not staple or cut. Operating time was extended. Another device was used to complete the procedure. There was no pt consequence.